Event description:
Customer called to report that there was fluid on top of the tubes of the unicel dxc 800 synchron system. Service had already been dispatched to address failed water blank errors for 10 cuvettes. The field service engineer (fse) inspected the instrument and found that the cap piercer was not draining properly. The fse back-flushed the drain piece and cleared the blockage. The fse also inspected the cuvette wheel and found no broken cuvettes. Finally, the fse cleaned the cuvette wheel and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The issue was resolved when the field service engineer cleared the drain blockage from the cap piercer drain piece. (B)(4).